Event description:
During surgery, md was using bipolar cautery to assist in removing tonsil. Current apparently leaked out at/or near attachment of forceps and cord, causing a superficial burn to the corner of the patient's lips.